Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 620 mcg/day via an implantable pump for intractable spasticity, cerebral palsy, and lumbar radiculopathy. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log reported that a motor stall occurred. Withdrawal was reported as patient symptoms and it was considered a sudden change in therapy/symptoms. The event date was stated as (B)(6) 2017. There were no further complications reported.